Manufacturer narrative:
1 x zso-7-12 of lot # c1583078 was returned to cirl for evaluation open in its original packaging. The stent was observed to be kinked at the 2nd & 5th portholes on the tapered end. A kink was also noted on the non-tapered end at the 5th porthole. A 0.035-inch wire guide would not pass the first kinks. Prior to distribution all zso-7-12 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zso-7-12 of lot number c1583078 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1583078. The instructions for use, which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also the user is instructed by the instructions for use, ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. A definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being passed over wire guide. Complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of stent kinked/bent. The doctor wanted to insert the zso-7-12 in the left hepatic duct .so the nurse prepared the zso-7-12, and the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the giuide wire into the zso-7-12, it was impossible.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of stent kinked/bent. The doctor wanted to insert the zso-7-12 in the left hepatic duct. So the nurse prepared the zso-7-12, and the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the guide wire into the zso-7-12, it was impossible.